Event description:
A surgeon reports that two months following intraocular lens (iol) implantation, a crease was noted in the capsular bag. The association between this event and the iol is not known. The pt's visual acuity is 10/10. Add'l info has been requested.